Event description:
It was reported that this pacemaker was an attempted implant due to high impedance measurements. A new device was successfully implanted. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.